Event description:
Pfc sigma femoral stem bolt was not assembled with femoral stem completely, so it made stem unstable on the femoral component. Another stem bolt was used instead without any problems. Surgery delayed by 60 minutes.